Manufacturer narrative:
The complaint was confirmed based on x-rays provided by the dentist. Upon visual inspection of the radiographs, it was noted that the fractured portion of the screw appeared to have been successfully removed from tooth location 31 and replaced with a healing abutment. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Device was discarded. Product was discarded.

Event description:
The dentist reported that abutment screw fractured inside the implant. The dentist was able to remove the fractured screw without damaging the implant.